Manufacturer narrative:
The main device, other components include: product ID: 8711, lot# j11479r45, implanted: (B)(6) 2003, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 25 mg/ml of morphine at 8.9 mg/day via an implantable pump. On (B)(6) 2017, it was reported that the patient's catheter had been replaced at some point in the previous year. It was believed that the catheter had been replaced due to a fracture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section updated to reflect the correct pump that was implanted at the time of the event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative on 2017-may-31. It was reported that the current pump implanted in the patient was implanted on (B)(6) 2014. The serial number of the pump was updated. There were no further complications reported.